Event description:
No report of patient harm or injury related to this event. Customer reported the workstation is showing two patients at the same time.

Manufacturer narrative:
Isite pacs is a software product. Product can be evaluated at the customer site by remote access, as well as evaluate the same product version in-house. Customer was previously subject to recall z-0399-2006. Correction was to patch affected version installed at customer site(s). Record for customer (reporting this issue) from recall, indicating notification of recall and installation of patch correction dated december, 2005. November, 2008, customer installed a new workstation. The customer performs workstation/client installation by pulling the application executable(s) from the location on the server. Customer did this, but forgot to install the patch correction with the build. While testing the new workstation, customer identified and reported this issue. When they called, they were reminded of the mandatory patch for that software version. Customer then installed the patch to the workstation to resolve the issue. (B)(4).